Manufacturer narrative:
(B)(4). The device was received for evaluation. Microscopic and gross visual inspections were performed and identified tool marks on the outside of the patient adapter. Functional testing of the device included leak testing, clear passage testing, clamp function testing and integrity of seal surface testing (testing of connection between the patient adapter and titanium adapter); no issues were observed during functional testing that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported connection issue was not verified and the cause of the damaged connector could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a titanium adapter and a transfer set. When the nurse tried to make the connection the adapter was free to turn inside the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.